Event description:
The reporter stated that the surgeon was inserting a 23.5 diopter collamer aspheric lens using a cq cartridge and as the lens was ejecting out the leading and trailing haptics tore off due to cartridge. The surgeon removed the lens without enlarging the incision and replaced it with another lens.

Manufacturer narrative:
The product pertaining to this claim was not returned for eval; however, the lens was received and a visual inspection shows both haptics have tears in them in the optic of the lens. There is clear surgical residue on the lens. It should be noted that the injector was not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions of use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.